Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's battery charger/modem was unable to power on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon eval, the power brick connector would not stay connected to the charger. The cause for the damaged connector cannot be positively determined. No adverse event resulted from the defective power brick connector. The pt received a replacement battery charger/modem.